Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-23005. Related manufacturer's reference number: 2017865-2021-23006. Related manufacturer's reference number: 2017865-2021-23008. It was reported that two weeks after device upgrade, it was found that the pacemaker site had become infected. The system was explanted. There was the presence of vegetation on the leads. During the explant procedure, the ra and rv lead helix were noted to retract easily but became stuck, and spectranetics locking stylets were used to extract the leads from the tissue. According to the physician the infection was related to how the surgical sterile procedure and surgical technique was handled by the hospital. The patient was in stable condition.